Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump that stopped infusing could not be confirmed. The event description the customer reported some pumps are reading infusion complete before the infusion is actually complete, and that no alarm is given, and no kvo or rate is showing on the pump. The green light on the pump goes off and no fluids are infusing. When the customer hits restore, it will pull all the settings back up. There is no report of patient harm. The issues were reported on (B)(6) 2018 to have "occurred several times since the start of the weekend through today seems to describe what occurs when delayed programming is used during an infusion, however this cannot be confirmed since event details were not provided for investigation. The pcu event log shows multiple instances of delay programming that were programmed on two different pump modules pm s/n (B)(4) and pm s/n (B)(4) between 13 april 2018 and 15 april 2018. The last instance occurred at 9:26 am on (B)(6) 2018 for pump module s/n (B)(4) and resulted in the infusion stopping when the primary infusion completed at 11:27 am on (B)(6) 2018. Since details were not provided, it cannot be determined if this event is what the customer experienced. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported there are pumps displaying infusion complete before the infusion was actually complete. Also, there was no alarm and no kvo or rate showing on the pump. The green status indicator light on the pump turned off and no fluids were infusing. When restore was selected, all the settings were displayed. Although no specific details for any individual events were provided, the customer stated as an example that they program the device with a 250 ml bag to infuse at 3 ml per hour for 3 hours, but the device shut down before going to the expected kvo rate of 1 ml/hour. In some instances, after only half an hour infusion, the device will display infusion complete with no alarm. There is no report of patient harm. The issues were reported on (B)(6) 2018 to have "occurred several times since the start of the weekend through today."